Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an intergrated circuit anomaly which resulted in the reported noise.

Event description:
It was reported that the intracardiac electrocardiogram revealed noise and low sensing after interrogation. During ventricular sense testing the noise disappeared and the device resumed normal function. During a planned reset of the pulse generator, the noise on the intracardiac electrocardiogram was still existent. The device was explanted and replaced successfully on (B)(6) 2015. The patient condition was fine.